Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly. The device was unable to perform the self test, sleep current measurement, active current measurement and the displacement test due to blank display. The insulin pump was received with moisture damage on the motor and force sensor however there was no moisture damage found on the keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump got a critical pump error. The customer¿s blood glucose level was 120 mg/dl. Troubleshooting was performed for critical pump error. The insulin pump will be returned for analysis.